Event description:
Reporter stated that facility has experienced approximately 10 incidents in which leakage was noted coming out of tubing during blood transfusion. Leakage was noted to be coming out of holes noted in tubing. Holes have been reported to be found at/around the drip chamber. It was reported that the blood leaks have been noted immediately and tubing was changed as a result. It was confirmed that there has not been any patient injury or staff mucous membrane exposure in either of these incidents.